Event description:
During product evaluation by baxter, the infusion pump was found to contain an inoperative "stop" button on the channel "a" pump-head module keypad. This event occurred during service. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.